Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found the adhesive on the bending section cover was detached. The universal cord, the video cable and the bending section cover were discolored. The grip, the right/left knob, and the up/down knob were dirty. The suction cylinder was trimmed off. There was play in the up/down and right/left knobs, and the bending angle in the down/left/right directions were out of specification, due to wear of the angulation wire. Due to clogging of the nozzle, the water removal ability was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus demonstration device that was returned to olympus with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were not able to specify the cause of the event. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.